Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer opted for multiple daily injections (mdi) as a backup therapy while technical support arranged for a pump replacement. The customer was instructed on how to put the pump into storage mode before sending it back to tandem and acknowledged understanding the steps necessary upon receiving the replacement.